Event description:
During evaluation of a returned spectrum iq pump, the device had a reduced audio level. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation the device had a reduced audio level. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be detached speaker on the rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.